Event description:
It was reported that during a colectomy, the device fired malformed staples. A like device was used to complete the procedure. There was adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.